Event description:
Information was received from a patient who was receiving lioresal (concentration 2000 mcg/ml, unknown dose) via an implantable pump for multiple sclerosis and intractable spasticity. The patient stated that she went through sudden withdrawal; the withdrawal occurred once the pump was placed, the withdrawal had nothing to do with the pump but during the titration phase while they were weaning the patient off oral baclofen she experienced withdrawal until they adjusted the pump. It put a ¿deep sore in my brain¿ on what the withdrawal was like, it was clarified that the patient was referring to creating a memory when she stated ¿deep sore¿ the patient stated that she called to provide the feedback about the field, she wanted to make sure they understood the importance of communicating the programming to the patient to give peace of mind.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.